Manufacturer narrative:
Insulin pump had moisture damage on keypad trace. All button functioned properly. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the buttons on the customer's insulin pump are not responding. Customer's father did not know customer's blood glucose reading. Customer's father reported customer was trying to administer a bolus but the act button was not responding. Customer's father stated, the customer does not recall any significant event that may have caused the keypad issue. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.